Event description:
It was reported that the pt has fluctuating sound through his speech processor, especially noticed during jaw movements e.g. Chewing etc. The pt was seen at the clinic on (B) (6) 2008. Testing showed that the ground electrode impedance varied with jaw movement. There is likelihood of intermittent contact relating to the ground electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.